Event description:
It was reported by service report that the fowler could not be raised to full raised position; customer had installed the wrong gas cylinders on the fowler. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.